Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: unknown stem, e-poly 36mm +3 hiwall lnr sz23, item ep-108323, lot 026270, 36mm cocr mod hd -3mm, item 11-363661, lot 506070. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately 11 years post implantation due to the head wearing into the liner causing metallosis. Due diligence is in progress for this event; to date no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. We are moving forward with this complaint without a product return. If the device is returned later, we will reinvestigate the complaint at that time. Visual examination of the provided pictures identified the liner has damage to the outer articulation surface. No wear can be seen on the inner surface in the provided picture. All components are covered in bio-debris; no additional details can be seen in the provided images. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is abnormal superolateral subluxation of the femoral head within the cup. Bone quality is osteopenic. There is marked liner wear with malalignment of the femoral head within the cup as noted. Radiolucency is present along the proximal femur consistent with osteolysis. The malalignment/subluxation is secondary to marked liner wear. While metallosis is not seen radiographically, this would contribute to the osteolysis noted. A review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. A definitive root cause cannot be determined however liner wear likely led to the head being in contact with the mallory shell producing wear and metal debris. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.